Event description:
(B)(6) home health rn reported pump is giving system time out message after turning on. Home health rn changed batteries but would not work. Home health rn is infusing gammagard via gravity. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard liq soln - 80gm. Gammagard liq soln indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown. Diagnosis for use: critical illness polyneuropathy.